Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a programmer. This device remains in service. No adverse patient effects were reported. At a later date, this device was successfully interrogate, with no device issues reported. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a programmer. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: initial reporter phone field (e1) in section e, initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a programmer. This device remains in service. No adverse patient effects were reported. At a later date, this device was successfully interrogate, with no device issues reported. This device remains in service. No adverse patient effects were reported.